Manufacturer narrative:
The reported issue was inconclusive. The root cause is being investigated per CAPA 14345646. They were replacing with (B)(6).. They would like to confirm they set up the parameters correctly. Patient was at 33.5c. Device set to rewarm from 33.5c to 36.5c at 0.5c per hour. Advised they could simply hit start on the rewarm button. Flow rate (fr) was 1.1lpm. Nurse calling about device from overnight that was making a burning smell. What steps should they take to arrange repair. Advised they have biomed pick up the device and call back monday morning. Risk review, labeling review, and DHR review are not required as the event is being investigated per CAPA 14345646 investigations under the associated corrective and preventive actions are ongoing. Corrective actions to address the identified root causes will be implemented through the respective corrective and preventive action. Correction: d UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the ICU nurse was replacing stat due to a burning smell coming from the arctic sun device. They were replacing with (B)(6). They would like to confirm they set up the parameters correctly. Patient was at 33.5c. Device set to rewarm from 33.5c to 36.5c at 0.5c per hour. Advised they could simply hit start on the rewarm button. Flow rate (fr) was 1.1lpm. Nurse calling about device from overnight that was making a burning smell. What steps should they take to arrange repair. Advised they have biomed pick up the device and call back monday morning.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the ICU nurse was replacing stat due to a burning smell coming from the arctic sun device. They were replacing with (B)(6). They would like to confirm they set up the parameters correctly. Patient was at 33.5c. Device set to rewarm from 33.5c to 36.5c at 0.5c/hour. Advised they could simply hit start on the rewarm button. Flow rate (fr) was 1.1lpm. Nurse calling about device from overnight that was making a burning smell. What steps should they take to arrange repair. Advised they have biomed pick up the device and call back monday morning.